Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: mrs 11mm x 127mm femoral stem; cat # 64853011; lot # 140410b. Mrhk tibial sleeve; cat # 64812140; lot # lfg102. Gmrs tib rotating sml comp; cat # 64953601; lot # 085121. Gmrs small femoral bushing; cat # 64952105; lot # lfg429. Mrhk bumper insert 3 degrees; cat # 64812133; lot # lfj939. Mrs tibial stem 11mm; cat # 64856511; lot # 137659b. Gmrs small axle; cat # 64952115; lot # ctd11485. Gmrs small femoral bushing; cat # 64952105; lot # lfh699. Gmrs dist fem comp sml l 65mm; cat # 64952010; lot # bln7j. Gmrs proximal tib sml; cat # 64953101; lot # 059406c. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The patient had left tka out of cors scope (off-label) on (B)(6) 2016. The patient developed pji and was revised (all components) on (B)(6) 2017 (is then included in cors) the patient received a gmrs system. The patient developed again pji and is revised on (B)(6) 2021. Only the rotating hinge components were exchanged.